Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow-up communication livanova learnt that the problem was solved replacing the stirrer motor. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report."

Event description:
Livanova received a report about an error e7 occured on patient circuit of heater cooler device. No patient impact reported.

Manufacturer narrative:
H.10: the most likely root cause of the reported issue is associated to stirrer motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.